Event description:
It was reported there was a motor stall and critical alarm. The pump was replaced. The patient had pain, nausea and vomiting. The pump contained dilaudid and clonidine. It was further reported a stall had not recovered. That patient had no recent mris. The status of the patient following the MRI was unknown.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Analysis found the pump motor had a gear train anomaly with corrosion and/or wear and/or lubrication. Analysis also found the stall was due to shaft-bearing. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.